Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient indicated in (B)(6) 2017 symptoms of weak and chest tightness. In (B)(6) 2017 patient made hospital visit and was diagnosed with tachycardia. It was also reported that the implantable pulse generator (ipg) seldom worked. The patient was informed for ipg program check. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.